Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. MDR 9618003-2019-06739 / device 15 of 20. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the starter hole was off center. No photo provided.